Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to a malfunction of an everflo oxygen concentrator. The manufacturer received information regarding faulty molecular sieves and the concentration at an open flow rate of 5 is only at 86%. There is no indication of harm, serious injury, or death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to a malfunction of an everflo oxygen concentrator. The manufacturer received information regarding faulty molecular sieves and the concentration at an open flow rate of 5 is only at 86%. There is no indication of harm, serious injury, or death. The device was returned to the manufacturer's product investigation laboratory (pil) for investigation. The allegation was confirmed. Furthermore, sieve materials packaging (vacuum bag,) are open/damaged and sieve materials clumped and appear to have been exposed to ambient/humid air/leaking through burst micro filter/over-pressured. Materials scrapped and disposed of properly per pil instruction. Based on the information available at this time of investigation, it has been determined that the allegation were against a device which is not part of the recall. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.